Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam particles contamination. During the evaluation, contamination of foam particles found inside the blower kit.

Manufacturer narrative:
The device was manufactured on 01/19/2012 which is prior to UDI require implementation. This device does not have an UDI, and no UDI will be listed in this report.